Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high". Customer administered a manual injection, consumed fluids, and performed a supply change to address the issue. Customer went to the emergency room with high ketones and was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved and no permanent damage.